Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the right atrial (ra) lead exhibited high thresholds, atrial lead position check failure and under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.